Event description:
It was reported the insulin pump alarmed for button error. The reporter could not clear the alarm. Blood glucose reading was 97 mg/dl. The reporter stated that the insulin pump was left on the counter in the bathroom while they were showering. Possible moisture exposure noted. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted during testing, and no moisture damage was found inside the pump. The pump also had a cracked case at the display window corner, a reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.